Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned instrument noted that there were no a bnormalities that would have caused or contributed to the reported condition. Functionally, the reload was loaded into a representative instrument and cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was c leanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. The reload was stuck at the beginning. They changed to a new one to complete the case. There was no patient injury.